Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed. The device was returned and examination of part determined that it exhibits signs of repeated use (nicked/gouged) with the post feature fractured off. All pieces were returned. The device had an approximate field life of four (4) years and one (1) month with an unknown frequency of use. The device history records were reviewed and no discrepancies were identified. Investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fracture is bending/torsional loading on the device. The fractured component in this complaint was manufactured prior to a design modification. The root cause is considered to be a design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device was discovered fractured during trialing during a knee arthroplasty procedure.